Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was not reported. In the same month as onset, the patient was hospitalized and was treated with ceftriaxon and vancomycin (intraperitoneal, dose and frequency not reported) for peritonitis. At the time of this report, the patient was not recovered from the event. The action taken with pd therapy was not reported. No additional information is available.